Event description:
Patient experienced a burning sensation of right posterior arm above albow during m. R.I scan. Later noted a "tender lump" and reported 4/22/94medical evaluation 4/23/94 describes a 8 x 10 cm tender lumps. No exudate or skin discoloration.xray arm revealed no foreign body. 12 agnosed at soft tissue injury, posterior right arm.